Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a review of trending data, a review of instrument service history, and a review of product labeling. While troubleshooting, service discovered that smoke was coming from the vacuum pump condenser. Service replaced the pump, vacuum in addition to cleaning the waste manifold and vacuum accumulator. The pump, vacuum (rohs)_part number -77795-02 was deemed the likely cause. No adverse trends were identified for this part or current issue. Review of instrument service history revealed no additional issues of smoke/burning smell reported on (B)(4) on or around the date of this complaint. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported smoke and a burning smell from the pm machine body of the architect i2000sr. The customer powered off the analyzer. The customer stated the fuming was coming from the vacuum pump condenser and after replacing the vacuum pump the issue was resolved. The customer confirmed there were no injuries and no impact to patient management was reported.